Event description:
Same case as MFR#: 2134265-2010-05713. (B)(4). It was reported that post a stenting treatment procedure the patient experienced an acute myocardial infarction. A 3.50x16mm taxus express2 stent was implanted in the proximal circumflex artery and a 2.50x12mm taxus express2 stent was implanted in the distal circumflex artery. In (B)(6) 2009 the patient developed an acute myocardial infarction. Per the physician the event was unrelated to the taxus stent.

Event description:
It was further reported that the patient's non-q wave, inferior, acute myocardial infarction was attributed to a lesion in the proximal rca (right coronary artery). The patient was treated with a non-target vessel reintervention. The patient outcome was improved three days later. The patient had no angina symptoms at the two year study follow-up in (B)(6) 2010.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4).